Event description:
It was reported to medtronic neurosurgery that there was a membranal tissue fragment on the catheter.

Manufacturer narrative:
The catheter was patent and passed leak testing, however patient debris was found in one set of the catheter flow holes. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as not lot number was provided.